Event description:
It was reported that there was signal noise on the right ventricular (rv) channel of the cardiac resynchronization therapy defibrillator (crt-d). The noise was sensed as ventricular fibrillation and led to pacing inhibition of more than two seconds. Technical services recommended troubleshooting of the rv lead. The crt-d and rv lead (unknown model) remain in service and no adverse patient effects were reported.